Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return, two locator pins on the pad-pak were found to be bent. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. This had resulted in the pad-pak failing to power on the AED. Data indicates that the pad-pak had not been successfully installed by the user prior to the event. The device was scrapped by heartsine.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation. This issue is patient related; however there was no adverse event reported.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation. The patient involved in the reported event is deceased.

Manufacturer narrative:
Section b1 adverse event/product problem: adverse event and product problem. Section b2 outcomes attributed to ae: death. Section b2 death date: (B)(6) 2022 section b5 executive summary: updated to reference patient death section h1 type of reportable event: death.. Section h1 event type: d section h health impact code grid: death.